Event description:
The physician reported that the patient died due to an electrical storm, which occurred on (B)(6) 2013. The associated ICD was discarded and no recent patient files were available for review. Previous recorded patient files indicated a total 8 shocks were delivered and the shock impedance was 52ohms. The ventricular lead impedance was measured to be 568ohms. Rv continually was 615ohms and svc continuity was 648ohms, measured on (B)(6) 2013. The associated ICD is a paradigm dr 8550, sn: (B)(4).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.